Event description:
Stryker (B)(6) received a letter from (B)(6) claiming damages for negligence and / or breach of statutory duty in connection with an alleged failure of an exeter implant which occurred during (B)(6) 2010. The pt underwent a left hip replacement in (B)(6) 2007. In (B)(6) 2010, the pt began to experience pain in her left leg in the area of the hip joint and initially thought she had pulled a muscle or trapped a nerve. However, (B)(6) reported that this rapidly evolved into more serious problems whereby she was dragging her leg around and had to take very strong painkillers to cope with the pain. On thursday (B)(6) 2010, the pt visited her gp who immediately referred her for an x-ray at (B)(6). The pt was told by the hospital that they had to operate on the hip again because the stem of the prosthesis had snapped and there was a chance that the whole bone could snap due to the weakness created by the stem of the prosthesis. On the (B)(6) 2010, the pt was taken for surgery and understands that another prosthetic joint was put into replace the previous prosthetic joint, but which had a much longer stem. The solicitor alleged that as a result of the second operation, the pt has been left with extensive scarring on the side of her leg almost down to the knee and all the way up to the hip.